Manufacturer narrative:
H10: the product information was not available. The investigation could not be completed without the essential product information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was stated that there was a medication error due to the vented tubing not venting and prohibiting medication from infusing. It was further reported that an unspecified 18-gauge needle was utilized to vent and allow the medication to infuse. This issue was identified during acetaminophen infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.